Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but one photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect color cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the caps were different shades. The following information was provided by the initial reporter: cap color difference.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the caps were different shades. The following information was provided by the initial reporter: cap color difference.